Event description:
It was reported that during a gastric bypass procedure, the device did not staple on the 3rd firing. Another device was used to complete the procedure. There was no adverse patient consequence.